Manufacturer narrative:
Additional information was received that the patient was explanted due to no longer having pain.

Event description:
A report was received that the patient had chronic wound sinus a local infection of the study device or the tissue directly adjacent to the study device. The patient was given medication to treat the reported event. The patient later underwent an explant of the entire system. The event was assessed as related to the procedure and study device system.

Event description:
A report was received that the patient had chronic wound sinus a local infection of the study device or the tissue directly adjacent to the study device. The patient was given medication to treat the reported event. The patient later underwent an explant of the entire system. The event was assessed as related to the procedure and study device system.

Manufacturer narrative:
Additional information was received that the event was assessed as being unrelated to procedure or device. Ipg sc-1110-02 ((B)(4)): the returned ipg was analyzed and no anomalies were found.

Event description:
A report was received that the patient had chronic wound sinus a local infection of the study device or the tissue directly adjacent to the study device. The patient was given medication to treat the reported event. The patient later underwent an explant of the entire system. The event was assessed as related to the procedure and study device system.